Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump had a "gray screen, or sometimes no screen at all". A replacement pump was sent to resolve the issue. Additionally, it was reported that the wake button was sticking. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. There was no adverse impact to the customer¿s blood glucose level.